Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred requiring an additional device. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation of the lesion with 1.50 x 15, and 2.00 x 10 semi-compliant balloons, a 3.00 x 20 synergy drug-eluting stent (des) was deployed at 11 atmospheres. The stent was post dilated with a 3.00 x 12 non-compliant balloon, a distortion in the mid portion of the stent was noticed. The stent was noted to be fractured. An additional 3.00 x 48 synergy des was deployed to cover the distortion and the procedure was completed successfully. The patient was fine post procedure.